Manufacturer narrative:
The UDI is unknown due to the part/lot number not provided. The device was not returned for analysis. The lot history record (lhr) review was not performed due to the device/lot information not being available. Based on available information, a cause for the reported mitral regurgitation (mr) could not be determined. Furthermore, recurrent mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital and echocardiography showed that mr had increased to 3-4. On (B)(6) 2021, a second procedure was performed to treat the recurrent mr. The clip was inserted, but it was observed that the steerable guide catheter (sgc) had lost fluid column, causing an st elevation. Air was then observed in the device and the anatomy; therefore, aspiration was performed. It was noted that the stopcock had been turned in the wrong direction, potentially causing the loss of fluid column. Once the issues with the stopcock was resolved, one clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.